Event description:
It was reported that patient visited emergency room due to skin infection cellulitis and abscess and was started Intravenous Vancomycin and the cannula site was drained and get prescribed oral Cefalexin 500mg 3 times a day for 10 days on (b)(6) 2026.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a Corrective and Preventive Action (CAPA) 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates (b)(4) (IC Retrospective Complaint Review) and (b)(4) (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchangedAdditional information - This Electronic Medical Device Report (eMDR) is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions:H11: Investigation summary:Based on the available information, this event is deemed to be Serious Injury.Complaint Investigation Results:Review of complaint record database (b)(4) event description and all available information and assigned malfunction code: Misuse. Malfunction Code not on list.it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required.Conclusion of Complaint Investigation.Lot No. 6013059 was provided, however, as no product malfunction was alleged: · No visual inspection is required to be performed.· No retain sample testing is required to be conducted. · No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects.Clinical data from Phase 3 trials of foslevodopa-foscarbidopa therapy for Parkinson's disease show that patients may experience drug-related adverse events, primarily at the infusion site. These include erythema, pain, cellulitis, and oedema, with some cases requiring oral antibiotics. Based on this evidence, the reported infections are consistent with known medication-related reactions and are not attributed to the Neria Guard product.A review of the sterilization report Lot No. 6013059/ 31532198 was done. No deviations were found.CAPA determination:Based on the available information, no further investigation is required, nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts).Summary Conclusion: Based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.